Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin ¿squirt¿ out when attempted to prime. Customer states drive support cap was normal. Customer's blood glucose was 400 mg/dl at time of the incident. Customer's blood glucose was 402 mg/dl at time of the call. After troubleshooting, customer was advised that the infusion set resolved the issue. The insulin pump is being returned for analysis.